Event description:
The user stated the valve connecting the water line coming from the di water system to the incoming water line of the analyzer was leaking. The water spread under the analyzer, across an exposed area of the lab to another e170 and the site. No pt samples were affected. No one was injured by the leak.

Manufacturer narrative:
The field service representative determined there was a broken fitting and replaced it.